Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154831.

Event description:
Voluntary medwatch received states device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.